Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement dongle pendant assy shipped to site 07/11/2016. No parts have been received by manufacturer for analysis. On 07/19/2016, a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended.

Event description:
A site representative, up porter in neurosurgery dept., reported that their imaging system dongle is loose. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect dongle was returned to the manufacturer for evaluation. Visual inspection found that the dongle had two screws that were broken. The break resulted in the dongle becoming loose. This indicated a mechanical failure due to broken pieces.